Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
No symptoms [no adverse event]. Toothbrush head doesn't stay on the toothbrush...come off the toothbrush - oral-b [device breakage]. There is a part missing between the brush head and the base oral-b [device physical property issue]. Case narrative: adult female consumer via phone stated that while she brushed her teeth, the oral-b toothbrush head did not stay on the oral-b toothbrush. It vibrated up and came off of the oral-b toothbrush. There was a part missing between the oral-b toothbrush head and the oral-b toothbrush base. No injury was reported.